Event description:
The hospital reported that prior to an endoscopic vein harvesting procedure, the silicone piece on the jaw peeled back after inserting the tissue welder through the cannula port. The maquet sales representative was present at the time of the event and stated that the harvester may have inserted the device with the jaw not completely closed. The IFU recommends "ensure the hemopro jaws are closed prior to insertion through the vaso view harvesting cannula". A replacement unit was used to complete the procedure. The hospital did not report any patient complications. The devices was not used on the patient.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lot history record review was completed for the product. There was no nonconformance which could have attributed to this failure mode. (B)(4).